Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting atrial fibrillation (af) with rapid ventricular response (rvr). The patient¿s medication was adjusted. The device remains in use. The patient is enrolled in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.